Manufacturer narrative:
Other, other text: additional information received via email on 22-oct-2020 that the event date is (B)(6) 2020.

Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in used condition. The customer reported product problem (lost programming/damaged top case) was confirmed during testing. During testing and inspection, the device was found to have rear housing damage at the syringe collar. The device lost programming due to a depleted battery. I was also possible that this resulted from the device not being used for a long period of time. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The rear and front housing were replaced.

Event description:
It was reported that the cadd ms3 pump lost programming. In addition, the top case was damaged. No patient injury or complications were reported in relation to this event.